Event description:
According to the complaint, blood squirted from the ventilated tip cap (vtc) of the safepico aspirator. The user was wearing gloves and nobody came into contact with the blood.

Manufacturer narrative:
Defective sample was visually checked. Visible blood inside the vtc top. No visual defects like cracks were observed.